Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) to review this patient's presenting electrocardiogram (egm). Upon review, it was suspected that there was loss of capture on this patient's right atrial (ra) lead. As such a lead dislodged was suspected. The patient was transferred to the clinic for further evaluation. At this time, the lead remains in service and no adverse patient effects were reported this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).